Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Internal inspection revealed burnt components on the pcb board. This condition can cause the power manager to not charge the batteries. The power manager is un-repairable, and per customer request, the unit was scrapped.

Event description:
It was first reported to carefusion that the unit is not charging the batteries. While in service, it was discovered that the unit had burnt components. This reported issue was discovered while in service, therefore, there was no patient involvement.